Event description:
A review of svc data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power brick connector. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon eval, the power brick connector was defective. The root cause of the defective power brick connector could not be positively identified. No adverse event resulted from the defective power brick connector. The last pt to use this battery charger did not report any problems.